Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that they have not had therapy since implant and while the trial worked great, the implant never did. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, device, results, methods, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that stage two did not work as well as stage one. Stage two was placed on their right buttock side and there was constant discomfort for sitting and walking. Stage one was in their left buttock side and there was no pain or discomfort. It was noted that changing from program 1 setting 1.2 to program 3 setting 1.5 was good and the patient had tried all four programs and several settings, but they hadn¿t received the results they hoped for and was told they would get. The patient believed part of the problem was they had no estrogen due to a hysterectomy and they had muscle deterioration of their pelvic floor and kegel exercises hadn¿t helped. Their urethra couldn¿t close to hold in their urine. It was also noted that there was another device to stimulate the pelvic floor muscles and this, plus traces amounts of hormones, might give them the control they wanted. The patient was allowed to change programs and settings and exercised to try to resolve the issues. The issues with the device not working well started in (B)(4) 2017 and the patient was told by their hcp that they needed to let the device settle in. The patient still had no control at the time of the report and had incontinence. The patient had an additional problem of constipation, which was worse, noting they would go several weeks without a normal bowel movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated their device was not working well. No further complications were reported or anticipated.